Event description:
Hcp reported the pt experienced an underinfusion situation. There was more drug than expected, when the pump was emptied. The pt underwent device replacement. The pt is well again. The explanted device was returned to the MFR for analysis.

Manufacturer narrative:
A follow up report will be sent when analysis is complete.